Event description:
It was reported that an ilet user experienced elevated glucose after a usual lunch announcement followed by hypoglycemia several hours later, in the context of recurrent low glucose events and approximately 5% time spent low; the user reported ingesting their usual carbohydrates but did not recall exact lunch details and treated lows with oral glucose. Symptoms included hypoglycemia. Outcomes included the need for self-treatment with oral glucose and additional training assignment. Investigation included troubleshooting and education by support staff with referral for further coaching. Investigation of this case revealed no device malfunction reported and an unclear cause for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.